Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had fractured and exhibited noise, and high, undefined impedances. The ra lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products: (B)(6) 2018, 14:39:29, obrasr1: 694965 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a bipolar lead warning. It was recommended to consider replacing the lead at the device replacement. The lead remains in use. No patient complications have been reported as a result of this event.